Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and insulin flow blocked alarm. Blood glucose level at the time of the call was 435 mg/dl. During troubleshooting, insulin exited the tubing. It was determined that the occlusion was coming from the tubing. The reservoir was not returned.